Manufacturer narrative:
Product support observations for tni recovery follow: a decrease > 50% in tni recovery was observed post hama treatment with the returned sample. This decrease is evidence of heterophilic antibody interference with the triage device. No error codes were observed. All data points with cal z were below the manufacturing cut off of 0.05ng/ml. All data points were cal h were within the manufacturing 2sd range, with a % recovery of 93% (within the manufacturing final release specs). Rga patient sample pre hama on triage was 0.95ng/ml and 0.00ng/ml on access2. Post hama on triage tni was observed at 0.49ng/ml. This decrease in tni recovery and the corresponding decrease int he integral value for tni was >50% post hama treatment. This is evidence of sample specific heterophilic antibody interference on the triage device. Product support also observed the nsb spot to be elevated pre-hama at 7.4 and post hama was 4.0. This is also evidence of non-specific binding from heterophilic antibody interference. The customer complaint of an elevated tni result was observed on the triage device. Based on the investigation observations it is due to interference from some sample specific heterophilic antibody factors. The triage device lot appeared to function normally with the negative and positive control samples. Conclusion: the triage device lot appeared to function normally with the negative and positive control samples. Elevated tni result was replicated in-house with returned sample. The tni, ckmb and myo were suppressed 50% post hama test. Elevated negative control spot also support sample interference. No false positive or elevated tni was observed with in-house zero and low control. Total of three complaints were reported for this lot but no similar complaint was reported. This issue will subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Customer reported one patient's whole blood sample was tested for troponin I (tni) using triage cardiac marker test; testing was performed once on each of two different meters (no serial numbers provided). One triage result was above the cut-off and one result below. Testing was performed on the dxi lab analyzer with a negative result. The patient was admitted for "palpitation" with chest complaint or shortness of breath. Patient was discharged. EKG upon admission was normal with sinus rhythm. Patient has history of heart discomfort; no tni tested previously. In the same period, no other patient results of tni were questionable. The plasma sample to be submitted to (B)(4) for further investigation.